Event description:
Reportedly, the pt was positioned for tonsillectomy/adenoidectomy. When md began using the electrosurgical pencil, the tip flared up in pt's mouth. The flame was noted by the md and removed from use. The electrosurgical pad and cords were checked for proper connection and placement. They were okay. The procedure was completed using a suction electrosurgical accessory without further difficulty. Pt's mouth was noted to have swelling on tongue bilaterally and lower lip. Pt was able to go home as scheduled. When post-op call was made in (11/2003) pt was drinking okay, but not wanting to take medicine. Sores were noted by family member on bottom lip.